Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, a coriograph pre-op services (image-based) was performed for a planned size 7 left legion femur. During the planning phase, the femoral component was positioned 1.5 mm anterior to the notch warning to avoid a notch. After completing the distal femoral cut, the surgeon used the 4-in-1 cutting block to perform the remaining cuts. Upon reviewing the anterior cut, a small notch was identified on the lateral aspect of the anterior femur. Although the cutting block was planned at 0 degrees rotation using the pca, it appeared to be externally rotated, likely causing the notch on the anterolateral femur. The plan was for even posterior cuts of 11.5 mm; however, caliper measurements showed the posterior-lateral cut was 10 mm, while the posterior-medial cut was closer to 11.5 mm, suggesting the cutting block was externally rotated. Despite the notching, the area was smoothed, and the femoral component was implanted in a favorable position. The procedure was completed successfully after a non-significant delay, using the same device with a good outcome for the patient.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the s+n software team. There were no errors or software-related issues found within the log files or screenshots that led to the reported issue. The software team noted that the point collection was not followed as required by the cori user manual. A review of the cori user manual, 1000245340 revb, shows a step in the workflow under "performing total knee arthroplasty (tka): registering patient anatomy" that instructs the user to ¿1. Begin collecting the anterior and articular surfaces of the bone using the blue registration regions as guidance.¿, followed later by ¿3. Flex the leg to map the posterior portion¿. From the logs reviewed, the anterior region was collected last - this has the potential to lead to the reported issue. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation or log file review, factors contributing to the reported symptom may have been associated with issue during point collection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.